Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was to be used in the left main stem bronchus of the lungs during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was deployed without issues. However, the physician noted through the scope that the distal part of the stent was extremely "pointy". The physician was nervous that it might puncture the left artery so the stent was removed. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed ultraflex tracheobronchial distal release stent was returned for analysis. The stent delivery system was not returned. No damage was observed with the stent profile. The minimum stent outer diameter (od) was measured at 11.5mm, which was within the product specification of 12mm ±1.5mm. An examination of the retention suture identified no issues. The investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was to be used in the left main stem bronchus of the lungs during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was deployed without issues. However, the physician noted through the scope that the distal part of the stent was extremely "pointy". The physician was nervous that it might puncture the left artery so the stent was removed. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.